Event description:
During patient use, a "switched to backup battery" occurred when the ac cable was removed. The power pac battery was replaced. The patient was ambu bagged. No permanent patient injury was reported.

Manufacturer narrative:
Though requested, additional patient information was not provided.